Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardioverter defibrillator exhibiting non-sustained t-wave oversensing. Programming changes were discussed but not yet completed. No further information was available.

Event description:
New information received stated that the patient was brought in for evaluation. There were no definitive findings and no changes were made. The patient was scheduled for continued monitoring.

Event description:
New information received stated that the device was reprogrammed several months ago which resolved the t-wave oversensing temporarily. Remote monitoring of the device revealed that it began exhibiting a significant number of t-wave oversensing again. It was noted that the patient had a change in t-wave measurement. The patient was scheduled for additional evaluation to find the cause of the change. Programming changes were recommended.